Manufacturer narrative:
Additional information received that the patient was doing fine after the procedure. A review of the manufacturing documentation of the ipg found that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient will undergo a pocket revision procedure. The patient is getting a shock at her battery site when she turns the stimulation on and having difficulty fully charging her implant. X-ray was reviewed and the physician did not see anything abnormal, impedances were checked and were all good.

Event description:
A report was received that the patient will undergo a pocket revision procedure. The patient is getting a shock at her battery site when she turns the stimulation on and having difficulty fully charging her implant. X-ray was reviewed and the physician did not see anything abnormal, impedances were checked and were all good.